Event description:
A report was received that the patient was experiencing charging issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing charging issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had difficulty aligning the charger to the ipg in order to get a charge. Device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.